Event description:
A physician reported that her pt began complaining of back and leg pain within 4 days of an essure placement procedure. An ultrasound was performed and nothing unusual noted. The physician deemed it necessary to remove the essure micro-inserts; the pt's pain resolved following removal.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs